Manufacturer narrative:
(B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient experienced the following on account of his asr right hip implant: extreme pain; discomfort; soreness; malaise; swelling; loss of energy; immobilization; and acute localized damage to tissue and/or bone surrounding the acetabulum. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. Update rec'd 3/18/2016: supplemental info received. Dor was provided. The stem and taper sleeve are being added to the complaint for the alleged high metal ion levels. This complaint was updated on: 4/8/2016.